Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix 360´s t2 implant could not be deployed. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture are still on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator pushed both implants off simultaneously then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on: h5.

Manufacturer narrative:
H10: additional information updated section b5 and h6 (clinical code and impact code)

Event description:
It was reported that during a meniscus repair, the fast-fix 360´s t2 implant could not be deployed. T1 was left secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.